Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
It was reported that the heart lung machine hl20 interrupted blood flow during use. Reference number : (B)(4).

Manufacturer narrative:
The reported failure was em07/er07 error message. Lce (life cycle engineering ) performed the investigation according to report #(B)(4) on 2020-07-02 as follows: a control board master (mpb, art. No.: 70105.3970, sn (B)(6)) of a hl20 (art. No. 70104.3262, sn (B)(6)) was received for investigation. According to sap data the hl 20 was produced in 2008. The "control board (master) hl20 (mpb)" is the electronic unit of the system contol panel of the hl20 together with the display board, the display board represents the user interface with displays and operating elements, the control and communication of the hl20 is completely done via the mpb. The mpb was visual inspected. No visible damage to the connectors or conductors, discoloration (e.g: caused by a very high current flow) or visibly damaged components could be detected. Thus, there are no optical abnormalities which would explain the malfunction. Results: the investigated control board master of the hl20 showed the em07 message indicating a failed 5v test during the power-on process. The tests showed that the reference voltages for the a/d converter were outside the tolerance. This also influences the evaluation of the supply voltage signal of the microprocessor. As a result, the em07 error is displayed. The most probable root cause could be determined as a age-related deviation of the reference voltage supply or the reference voltages were not set correctly. Thus the reported failure could be confirmed. The reported failure "em07/er07" happened during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number : complaint #(B)(4).